Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Reportedly, the pump shut down due to insufficient power as it could not be charged. The customer's blood glucose (bg) level was impacted (250-300 mg/dl). Manual injections were delivered to correct elevated bg level. It was confirmed that the customer had alternate insulin therapy available.